Event description:
Pt placed in prone position with head in mayfield headrest with cranial spikes. After moving pt from surgical bed to post op bed, a 1 1/2" laceration above left ear was observed. Area prepped and closed with staples by physician.